Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Patient found a leak inside the cassette door when he was removing the tubing set. Patient had no adverse effects, his effluent has remained clear. Sample is not available.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.